Event description:
It was reported that during the procedure, a 2.5x15 rx voyager t balloon dilatation catheter (bdc) was advanced over a whisper ms guide wire, and toward a heavily calcified, de novo lesion in the mildly tortuous distal right coronary artery, but was unable to cross the lesion. When inflating a non-abbott inflation device to 12 atmospheres, the rx voyager balloon was only able to partially expand. The voyager was completely deflated and withdrawn from the anatomy without issue. A 2.5x15 trek bdc was used to successfully complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation could not be confirmed, and the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. In this case, the heavy calcification likely contributed to the reported physical resistance and subsequent inflation issue. Additional information was received confirming the correct device was returned and that it may be possible that the inflation issue may have been due to the calcification. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial filed report, returned goods lab received the device, however, was unable to confirm the reported inflation issue. Additional information was received indicating that the correct device was returned, the balloon was able to cross the lesion, resistance was felt during advancement in the lesion, and that the reported inability to completely inflate the rx voyager balloon to a pressure of 12 atmospheres may possibly have been due to the heavy lesion calcification in patient anatomy. No additional information was provided.